Event description:
It was found that the patient passed away on (B)(6) 2013 after a long illness. No other information is known regarding cause of death and the role of vns in the death. Death certificate is not available per state law. The patient's devices were likely buried with patient as the funeral service was at the church. Additional relevant information has not been received to date.